Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: (B)(4), batch#: 4332326. It was reported by customer that syringe filled with air, came in sealed wrapper. Verbatim: details of complaint (reported issue): syringe filled with air, came in sealed wrapper. Complaint noticed: prior to use patient injury: no. Qty affected: 1 ea. Additional information 1. The incident date was mentioned as " (B)(6) 1980" please confirm the date of event? May (B)(6) 2025. 2. Confirm if syringe was received empty? No.

Manufacturer narrative:
(B)(4) follow up, it was reported that the syringe arrived pre-filled with air. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided for assessment by our quality team. The image depicts an empty syringe removed from its packaging, positioned vertically and upside down. No additional information could be discerned from the photograph. An empty syringe condition may occur due to a jam in the filling machine. A review of the device history record (DHR) was completed for material number 303270, lot 4332326. The review found no quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The filling machine process was verified, confirming that the settings were accurate and product flow was consistent. The sensor was tested using an empty syringe and successfully rejected it. To date, no similar incidents have been reported for this lot. Based on the investigation and the photographic evidence provided, the customer-reported condition has been confirmed.